Manufacturer narrative:
A unit has not been returned for review; therefore, a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this batch shows that the device met its material, assembly, and product specifications at the time of its release to distribution. The root cause of this event is unknown.product unavailable for analysis

Event description:
Clinical trial it was reported that during a coronary artery drug-eluting stenting treatment procedure, balloon withdrawal resistance occurred. The index procedure identified and treated one target lesion. Target lesion one was a de novo, moderately tortuous, proximal lad lesion measuring 3.0x26mm with 80% stenosis. Target lesion one was treated with direct stenting using a 3.0x28mm taxus liberte stent resulting in 0% residual stenosis. Moderate balloon withdrawal resistance was reported for the taxus liberte stent delivery balloon and was resolved without treatment by pulling harder. There were no patient complications as a result of this event.